Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the trocar stylet from a rosch-uchida transjugular liver access set could not advance through the 5 french blue catheter. The failure was discovered prior to patient contact. The procedure was completed with a new device. An incidental finding was found during the initial device failure analysis, thus prompting this report. Upon evaluation of the returned device, rust was found present at the distal end of the trocar stylet, where the coil and metal cannula are soldered. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. The complainant returned one prior to use rosch-uchida transjugular liver access set. Discoloration and rust was found present at the distal end of the trocar stylet where the coil and metal cannula are soldered. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient controls are in place to detect this failure mode prior to release. Cook also reviewed the DHR for the reported lot and all related subassembly lots revealing no non-conformances a database search revealed no additional complaints beyond the original reported complaint and incidental finding under this lot number at the time of this investigation. Cook also reviewed product labeling. Instructions for use (IFU) document t_rups_rev4 [rosch-uchida transjugular liver access set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the returned device reveals the product was manufactured out of specification. However, review of the dmr, IFU, and DHR suggests there are no additional nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that a manufacturing quality deficiency contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): address: (B)(6). Mobile phone:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the trocar stylet from a rosch-uchida transjugular liver access set could not advance through the 5 french blue catheter. The failure was discovered prior to patient contact. The procedure was completed with a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon receipt of the returned device, foreign matter was discovered on the trocar stylet, thus prompting this report.